Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the pulse generator was unable to communicate by radio frequency (rf) to send a merlin transmission. The patient was asymptomatic to the rf telemetry anomaly. The transmission was sent via inductive transmitter. It was confirmed that the cause of the anomaly was the rf chip not functioning properly. The device was successfully restored. The rf telemetry was normal after the restoration. The patient was stable.